Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral antegrade approach using a 6fr non-bsc introducer sheath. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified distal focal superficial femoral artery. After a non-bsc micro catheter and jupiter fc3 guidewire crossed the lesion, a 2.0mmx30mmx143cm coyote nc balloon catheter was advanced for pre-dilation. However, during the second inflation, the balloon ruptured. Subsequently, the device was replaced with a sterling balloon catheter. After eluvia stent placement and post-dilatation with the same sterling balloon catheter, the procedure was completed. No patient complications nor injuries were reported.